Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting that could be performed in order to obtain additional data in order to determine if the df pins are reversed. The physician was informed of the possibility of the switched df-1 pins. The physician did not feel as though this was a big issue due to the previously successful dft¿s after the episode where therapy was exhausted. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the remote monitoring data showed the most recent episodes were a few non-physiologic blips on the shocking channel. Additionally, there were pronounced p- waves and a smaller qrs complex on the shocking channel. A boston scientific technical services consultant discussed the clinical observations with the caller and suspects the df-1 pins are reversed in the device header. The caller inquired if the reversal could have resulted in a previous episode where therapy was exhausted. However, the caller stated that a month after that, defibrillation threshold testing (dft) was performed and the patient was successfully converted. Additionally, twenty days later, the patient experienced an arrhythmia which was successfully converted. No additional adverse patient effects were reported.